Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge was not accurate. Pump insulin delivery had not been impacted. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to request pump data be uploaded for review, customer did not reply.